Event description:
While the stimulator was turned on, when bending over, the pt experienced a shocking or jolting sensation. There was no known accident or incident related to the event. It was also noted that the pt was having coupling or communication issues when recharging. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).